Manufacturer narrative:
Additional information: it was provided that review of the exchanges and the conclusion is a lack of user training. Device evaluation: no product was returned for device analysis. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that ¿the initial configuration with the possibility of manually setting the dmc parameter (limit dose on 4 hours), does not appear anymore after the update made following the last materiovigilance". The customer also stated that this could lead to an overdose of a drug being put into the pump. There were no clinical consequences. There was no patient involvement.